Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
A literature review identified the article, chen h, li z, li x, et al. Comparative analysis of intramedullary nail versus plate fixation for fibula fracture in supination external rotation type IV ankle injury. Medical science monitor: international medical journal of experimental and clinical research. 2024 feb;30:e941909. Doi: 10.12659/msm.941909. Pmid: 38303508; pmcid: pmc10845788. This prospective, randomized, comparative study focused on treating 81 patients with supination external rotation (ser) type IV ankle injuries. The patients were treated between january 2021 to december 2021. Patients were treated with either the acumed fibular intramedullary nail (42 patients) or an unspecified plate (39 patients). In the nail group, the mean age of the patients was 52.8 ± 8.2 years and the plating group was 49.5 ± 7.8 years. The study compared the treatment methods for postoperative complications, operation times, bone healing times, the american orthopaedic foot & ankle society (aofas) score, the visual analog scale (vas) score for pain, and the ankle range of motion. All patients had at least 12 months of follow-up. In the nail group, four (4) patients reported complications. Three (3) patients had complex regional pain syndrome and one (1) patient had hardware related pain that resulted in removal of the nail. Patients had a mean healing time of 9.5 ± 2.5 weeks. After 12 months, the nail group patients had a mean vas score of 0.8 ± 0.7 and an aofas score of 91.6 ± 10.9. For range of motion, patients had a mean extension of 18.8[?]± 6.4[?] And a flexion of 45.5[?]± 7.5[?]. In the plating group, twelve (12) patients reported complications. Five (5) patients had complex regional pain syndrome, two (2) patients had superficial wound infections, and three (3) patient had hardware related pain that resulted in removal of the nail. Two (2) patients required reoperation for secondary displacement. Patients had a mean healing time of 9.3 ± 1.6 weeks. After 12 months, the nail group patients had a mean vas score of 0.7 ± 0.5 and an aofas score of 92.4 ± 11.7. For range of motion, patients had a mean extension of 16.9[?]± 5.7[?] And a flexion of 43.9[?]± 6.9[?]. This prospective study concluded that the use of either a nail or plate are effective for fixation of fibula fractures. The authors noted that plates offer benefits of precise alignment control, which is beneficial in patients with complex fractures. However, use of nails has overall lower complications, is minimally invasive, and helps preserve soft tissue.